Manufacturer narrative:
Section f completed by the manufacturer.

Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual examination of the lens showed that one haptic was distorted; the lens appears to have evidence of ophthalmic viscoelastic on it. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient experienced a capsule tear during the implantation of an intraocular lens (iol). The iol was removed during the same procedure, an enlarged incision was not required. The surgery was cancelled and the patient sent to another specialist.